Event description:
Report received of an unrequested bolus dose deoivery. The pump was programmed in the pca only mode to deliver buprenex 1.8mg/30ml, but the pump was intentionally programmed with the concentration of 1mg/ml. The customer stated "they wanted the patient to receive1 mlper pca dose'. Additional programmed parameters included a 2ml loading dose, a 1ml pca dose, a 10minute patient lockout, and a 15ml 4 hour limit. Approximately 6 hours later, the nurse and patient notedthe device was "delivering a dose on its own". A review of the display history indicated 5ml had been delivered, however, 20ml was reportedly missing from the vial. It was also noted there were "over 100" patient demands on the display. The nurse reported the patient only pushed the button three times. The customer indicated that the pump maintained the 10 minute patient lockout and the 4 hour limit "was not exceeded" the patient was in stable condition, but reportedly "a little groggy and sleepy." No medical interventions were required. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse patient sequelae. Though requested, no additional information was provided.